Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12b14086 and h12a23105. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 2 involved in this event.